Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that six months prior, their blood pressure had dropped and they passed out. The patient questioned the role of their device. No information could be obtained through multiple follow-up attempts with the clinic. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.